Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a lower heart rate than that of the programmed lower heart rate of the leadless pacemaker. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.